Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Firmore stem ref# (B)(4)) are marketed in USA, and therefore this report was filed. Zimmer¿s reference number of this file is (B)(4).

Event description:
It has now been reported that the patient was implanted a revitan, proximal part, cylindrical, uncemented, 75, taper 12/14 on the left side on (B)(6) 2009. The patient was revised on (B)(6) 2016 as the coupling screw of stem broke. The patient experienced pain on (B)(6) 2016. It was stated that it is recalled that there was no trauma and that the hip tep was well tolerated previously.

Manufacturer narrative:
Device history records (DHR) review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend identified. Review of event description: a patient was implanted a left revision hip prosthesis (revitan stem) at the (B)(6) hospital on (B)(6) 2009. On (B)(6) 2016, the patient arrived at the emergency unit with left hip pain for approximately 10 days. It is reported that there was no trauma and the hip prosthesis was well tolerated previously. Until 10 days ago the patient was using a walking frame. Radiological diagnosis: fracture of the connection pin of the hip stem. The revision surgery took place on (B)(6) 2016. Devices analysis: visual examination: the proximal part of the revitan stem, including the proximal part of the fractured connection pin and the locking nut, and a head manufactured from aesculap were received for investigation. All parts are still firmly connected. All parts show several nicks and scratches which derive most probably from the revision surgery. On the anchoring surface of the proximal stem part there are no signs of bone ongrowth. On the medial side of the stem few polished lines are noticeable. A polished area can be observed on the face surface of the medial shoulder that extends slightly on its medial and posterior edge. A small polished area can be noticed on the posteromedial side of the face surface as well. These polished areas are probably due to the contact with the distal stem and/or bone after the fracture. The proximal fracture part of the connection pin projects beyond the two shoulders of the proximal stem part by a few millimeters. The fracture surface shows a fatigue fracture starting from the lateral side. In this region, two adjacent fracture planes are recognizable and each seems to have its own fracture origin. The two fracture planes then combine to form a single plane. On the fracture surface polishing and several scratches can be observed. The edges of the fracture surface are partially polished and slightly deformed outwards. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture were found on the fracture surface. At the distal end of the connection pin an almost circumferential stripe can be observed. Closer inspection of the stripe with the microscope (leica m216 a, eq-ID 151663) revealed a mixture of smeared metal, polishing, some fretting and some corrosion. In the stripe transverse running cracks could be detected on the anterolateral side. Adjacent to the stripe joins the original surface followed by the blasted area. On the latter an area with brownish deposits and some polishing can be seen on the posterior side. On the medial side there is a small polished stripe visible. On the articulation surface of the head, several areas with dense scratches can be observed. Close to the bottom bevel spots can be observed that could point to cell-induced corrosion. The proximal part of the revitan stem was revised after approximately 7 years and 11 months in vivo due to a fracture at the connection pin. The fracture occurred due to fatigue in the non-blasted area some millimeters below the distal end of the proximal part. The fracture origin is located on the lateral side. Macroscopically, as far as visible, no defects that could have triggered or favored the fracture could be found on the fracture surface. On the pin there is a stripe revealing a mixture of surface changes. It is unknown if these changes existed already before the start of the fracture or developed exclusively as a concomitant phenomenon. The proximal part of the stem shows few polished lines which could probably point to some loosening. It stays unknown if the polishing occurred before or after the fracture. As there is no clinical information available (e.g. Patient medical history, surgical reports or x-ray follow-up for instance to assess bone changes over time) further background of this case remains unknown. Based on the retrieval investigation and the received information the reason for the fracture stays unknown. The revitan stem was combined with a metallic head from aesculap, which is to be considered off-label use. Corrective and/or preventive actions have been initiated to prevent reoccurrence of potential ¿pin breakages¿ of the revitan revision hip system in the future. Zimmer (B)(4) decided to initiate a field action in order to proactively inform the surgeons about high risk patients as they might not be aware of the explicit warning in the IFU. The action was initiated on january 13th 2017. As the actual device reported in section d is not marketed in USA, the USA/FDA is not affected from this notification. Zimmer (B)(4) considers this case as closed. Zimmer's reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. Should additional information become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. Additional information was requested on january 16, 2017. The actual device reported is not marketed in USA, but devices with similar characteristics (i.e. Firmore stem ref# 01.00551.102 ) are marketed in USA, and therefore this report was filed. (B)(4).

Event description:
It was reported that the patient was implanted a revitan, proximal part, cylindrical, uncemented, 75, taper 12/14 on the left side on (B)(6) 2008. The patient was revised on (B)(6) 2016 as the coupling screw of stem broke. The patient experienced pain on (B)(6) 2016. It was stated that it is recalled that there was no trauma and that the hip tep was well tolerated previously. Note: as the exact implantation date was not provided, it was enter the last day of the month of 2008.